Event description:
The hcp reported the pt presented in 2005 with redness, drainage, incisional wound opening, and pocket erosion of the device pocket. A culture of the device pocket was positive for "psuedomonas aeruginosa." The pt was treated with IV antibiotics and device system explant. "The pump was remained externally connected." The infection resolved and the pt experienced no drug withdrawal. The pt had risk factors of decubitus ulcers and post-op wound or skin contamination.